Event description:
(B) (6) reported to baxter a complaint received by their local customer (B) (6), on a mini cap transfer set. Reportedly, the transfer tap part was closed but the fluid still drained. This may have caused the patient to get peritonitis. The patient had been on peritoneal dialysis (pd) for 8 months. The transfer set was used for 2 months. One unit of the mini cap transfer set is available for evaluation. The defect was noted during patient use. The patient presented with turbid peritoneal effluent and abdominal pain and was diagnosed on (B) (6) 2010. The patient was hospitalized (B) (6) 2010 to (B) (6) 2010 and treated with vancomycin. The patient has recovered from the peritonitis.

Manufacturer narrative:
(B) (4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Sample is anticipated but not yet received, should the sample be returned a follow up report will be issued with the evaluation results.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B) (4). One used set with a cap on the dark blue connector was received. The patient connector was attached but there was no cap on the patient connector in reference to the reported problem of a leak. The set was visually inspected there was chipping and flaking noted on the light blue main body and broken occluder feet. The set was tested underwater at 8 pounds per square inch (psi) with a leak noted with the sleeve in the closed position. The leak was confirmed in the lab and was related to the broken occluder feet. Broken occluder feet will not shut off the tubing therefore, allowing and causing a leak.